Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 30 mg/dl and 141 mg/dl. The customer was treated with food and glucose tablets. It was reported that the customer declined troubleshooting. It was reported that the meter did not seem to be working properly as readings were fluctuating. It was reported that the insulin pump was shut off. The insulin pump will not be returned for analysis.